Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6)2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("on pelvic ultrasound essure not able to be visualised on right") and haemorrhoids ("grade-2 internal haemorrhoids") in a female patient who received essure (batch no. 654845). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced haemorrhoids (seriousness criterion medically significant) with rectal haemorrhage, menorrhagia ("haemorrhagic menstrual bleeding"), pelvic pain ("pelvic pain"), nausea ("nausea"), dizziness ("dizzy spells"), migraine ("strong migraine") with headache, fatigue ("fatigue"), abdominal pain ("colic"), hyperhidrosis ("sweating"), the first episode of muscle spasms ("attack of spasmophilia"), paraesthesia ("diffuse paraesthesia in hand"), the second episode of muscle spasms ("muscle spasms in hands") and hiatus hernia ("hiatus hernia discovered ") with abdominal pain upper and dyspepsia. The implants will be removed on (B)(6) 2017. At the time of the report, the device dislocation, haemorrhoids, menorrhagia, pelvic pain, nausea, dizziness, migraine, fatigue, abdominal pain, hyperhidrosis, first episode of muscle spasms, paraesthesia, second episode of muscle spasms and hiatus hernia outcome was unknown. The reporter provided no causality assessment for device dislocation, haemorrhoids, menorrhagia, pelvic pain, nausea, dizziness, migraine, fatigue, abdominal pain, hyperhidrosis, the first episode of muscle spasms, paraesthesia, the second episode of muscle spasms and hiatus hernia with essure. The reporter commented: all of the symptoms are very excessive since placement of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: ultrasound scan result was essure visualised on left but not on the right. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 654845 - production date: jul-2009 - expiration date: jul-2012. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and on pelvic ultrasound essure was not able to be visualised on right (interpreted as device dislocation). She also reported grade-2 internal haemorrhoids. The implants will be removed. Device dislocation is anticipated in the reference safety information for essure, grade-2 internal haemorrhoids is unanticipated. In the present case, the exact time point and mechanism of the dislocation is unknown. On pelvic ultrasound essure was visualized on left but not on the right. The exact location of the right insert was unknown. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident because device removal will be required. Hemorrhoids are clusters of vascular tissue (eg, arterioles, venules, arteriolar-venular connections), smooth muscle (eg, treitz muscle), and connective tissue lined by the normal epithelium of the anal canal. Considering the nature of this event, and the local effect of essure, causality was excluded. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.